Event description:
Device returned from funeral home - tested out-of-spec by manufacturer. Additional information from the physician indicated cause of death as arteriosclerotic cardiovascular disease.